Event description:
It was originally reported that the procedure was completed with this device, however, it was further reported that, the procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Struts on the first row from the distal edge were misaligned and two struts were raised proximally. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Several kinks were present along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous mid and distal right coronary artery. Resistance was encountered when the physician advanced the device. The promus element 2.75x16mm stent was unable to cross the lesion due to the calcification. The physician removed the device from the patient and it was noted that the tip of the stent was lifted. The procedure was completed with this device. No patient complications were reported and the patient's status is good.